Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that water was built up in the circuit. The "circuit occluded" alarm was activated. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported event but the "patient circuit occluded" (e/c 1201) was recorded many times in the diagnostic report (drpt).the manufacturer¿s international service technician stated that the unit was returned unrepaired at the customer's request. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.